Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz2019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guidewire of the accucath was extending from flash port, which prevented the safety mechanism from fully engaging/covering needle tip.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to activate the safety mechanism was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 2.25¿ accucath peripheral IV catheter assembly. Usage residues were observed throughout the sample. The catheter had been advanced and was not returned for evaluation. The guidewire protruded from the flash notch. The safety button was depressed and the needle was partially withdrawn into the housing. The misrouted needle prevented complete withdrawal of the needle. Microscopic inspection of the needle bevel was unremarkable. Inspection of the needle tip revealed dried blood residue within the needle shaft. The guidewire protruding from the needle flash notch prevented activation of the safety mechanism. The wire can be forced through the notch if advancement is attempted against resistance, such as into tissue. A lot history review (lhr) of recz2019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guidewire of the accucath was extending from flash port, which prevented the safety mechanism from fully engaging/covering needle tip.